Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, a vt/vf episode was observed. Noise was observed on the ventricular lead. Noise was not reproducible. The physician opted to schedule a new follow up during the next few weeks. The lead remains implanted.